Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for vomiting and diabetic ketoacidosis, with a blood glucose reading over 500 mg/dl. The customer's mother stated that prior to the event, the customer was complaining of stomach pain. The customer's mother also stated that the alarm history shows a motor error alarm. Nothing further was reported.